Event description:
Complainant alleged that during a routine shift check by a clinician, the clinician experienced difficulty in selecting the desired energy level. The desired energy level could be selected by wiggling the device's main switch. The complainant indicated that there was no pt involvement in the reported failure.